Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for a rare form of diabetes ketoacidosis, ketones, and a high heart rate. The customer was wearing the insulin pump at the time of the hospitalization. The customer's blood glucose level was 130 mg/dl. The customer stated she was on an IV to bring her blood glucose level up so that she could be treated to bring it down. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)